Event description:
Additional information revealed that patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.